Event description:
It was reported that during a surgical procedure at 435 joules of use and 8 minutes, the "fiber tip broke inside the patient and was retrieved from the patients' bladder". A second fiber was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the failure analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.